Event description:
Procedure: laparoscopic adrenalectomy. According to the reporter: prior to start the procedure, the gauze got stuck at the jaws and the tissue pad detached.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).